Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 10 mg/ml for a total dose of 2.199 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2017 the patient reported that they were previously getting relief, but now their pain is not under control with pump therapy and reported an increase in pain. The pump was reprogrammed. On (B)(6) 2017 the patient was seen in clinic and reported increased pain. The pump was reprogrammed. On (B)(6) 2018 the patient was in clinic pursuing back surgery. The patient and the surgeon wanted the pump weaned and removed before surgery. It was indicated the hcp will remove the pump at the same time as the fusion surgery. The hcp recommended leaving the pump in so we can restart it if needed after surgery. The patient declined that request. The pump was reprogrammed. On (B)(6) 2018 the pump was reprogrammed. On (B)(6) 2018 the pump was reprogrammed, set to minimum flow, and therapy was suspended. The patient was to have the device explanted. The outcome of the event resolved without sequelae on 2018(B)(6). The clinical diagnosis was increased low back and bilateral leg pain. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.